Manufacturer narrative:
The distal segment of the zoom 71 catheter shaft was not returned for investigation. The zoom 71 proximal segment was returned and device investigation confirmed shaft breakage and suggested that an axial force was applied during the procedure resulting in separation of the distal segment. Stretching and kink damage was observed on the proximal end of the returned device near the break location. Although the root cause could not be established, the most likely cause is related to a tightened rhv during retraction of the zoom 71. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications.

Event description:
It was reported that during a mechanical thrombectomy procedure for m1 segment, the zoom 71 catheter was removed and observed to have unraveled outside the patient. A total of two passes were performed, with the issue occurring on the second pass. Upon removal, damage was identified approximately 4 cm from the distal tip. Resistance was encountered during retraction through the third party rotating hemostatic valve (rhv). The physician used another zoom 71 to complete the procedure. The case involved significant vessel tortuosity; however, it is unknown whether patient anatomy directly contributed to the event. The patient outcome was reported as poor but was assessed as unrelated to the device issue. Patient was reported to be stable post procedure.